Event description:
Caller reported a malfunction on the pump, but no notable events occurred before this issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arose again, which they acknowledged and understood.